Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient stopped using a transmitter after 2 months due to fault with the product. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. Shared data is not available for review. The reported event that the patient stopped using a transmitter after 2 months due to fault with the product was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient stopped using a transmitter after 2 months due to fault with the product. Patient does not recall what the issue was. No additional patient or event information is available.